Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that during bilateral phacoemulsification with intraocular lens eye procedure footswitch for an ophthalmic system failed, leaving the consultant without power phacoemulsification ability. Surgery was delayed. The eye was kept lubricated by the scrub nurse throughout using viscoelastic. The surgery was completed with the same footswitch. No patient harm was reported.

Manufacturer narrative:
Upon further review, the initial decision to report was incorrect resulting in the initial report being submitted in error. When the system message- footswitch is displayed we expect loss in all footswitch functionalities and hence the standalone event code system message- footswitch is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The previously submitted event under manufacturer mfg. Report num: 2028159-2026-00249 does not meet the criteria for MDR reporting as per applicable regulations. Hence, no further reports will be submitted under mfg. Report num: 2028159-2026-00249. The manufacturer internal reference number is: (B)(4).